Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the outer insulation was abraded and the outer coil crushed at 16.0 cm to 18.0 cm and the inner insulation abraded at 17.8 cm from the connector pin as a result of clavicular crush. The damage to the inner insulation and coils resulted in shorting of conductors causing low lead impedance.

Event description:
It was reported that the patient experienced dizzy spells and lightheadedness. The right ventricular lead exhibited low impedance and a sensing anomaly. Insulation damage was noted due to clavicular crush. The lead was explanted and replaced.